Event description:
The patient presented to the clinic after experiencing diaphragmatic stimulation. It was noted that the lead had dislodged. Prior to being discharged, the patient experienced another diaphragmatic stimulation. The lead was repositioned in 2008. The patient developed percardial effusion when the lead was pulled back. A stat ultrasound confrimed the effusion. The lead was explanted. The patient was reported doing well.

Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.